Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to high impedance issue which could have caused from fracture, lead migration or poor lead contact. As a result, a new lead was implanted. No additional adverse patient effects were reported.